Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly and restarted itself 6 times by itself. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected restart alarm noted during testing. Insulin pump was received with constant software error detected alarm during testing. Unable to determine the root cause, problem isolated to the electrical board. No physical damage to the reservoir compartment noted. Device was received with minor scratched lcd window.